Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The intra-operative registration fixture (ict) detection algorithm taking a significant amount of time to detect the ict within the intra-operative scan. The intra-operative scan contained areas of extreme contrast, due to the artifact present within the scan. This can increase the time needed for the ict detection algorithm to detect the ict. The case was canceled and patient was woken up. The severity observed did not exceed the anticipated severity. The observed overall risk level is 6, or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Gps was unable to load intro-op spin to generate the study. A scan was done with the o-arm and was saved on 2 different usb drives, trying both usb ports on the gps with the same result. The status bar was stalling/freezing at about 85%. We had to hold down the power button to power cycle the gps to get it unfrozen from that loading screen. We performed a 2nd scan with the o-arm to make sure the issue was not with the first study with the same results using the same methods. The gps at one point would not power down by holding down the power button but eventually did. During the reboot of the gps, the screen remained dark with red status light on 2 different occasions as well. Dr. (B)(6) wants a technician to come look at this unit as soon as possible. He canceled the case and had the patient woken up from anesthesia due to this malfunction.